Event description:
It was reported that this lead was explanted due to it dislodged. It was confirmed through x-ray. The lead also exhibited high pacing thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.